Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a (B)(6) male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The automated impella controller (aic) experienced battery failure during patient support. The aic was swapped as a result of the noted issue. There was no patient harm.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-05688 was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The investigation of automated impella controller (aic) ¿ battery failure (red alarm) has been completed. The impella device was returned for evaluation. Based on the data and device analysis the root cause of the defective battery was most likely due to cell imbalance, a known pattern failure. D2 common device name revised on manufacturer device report 1220648-2024-05688 in accordance with updated procedures. F6/f8- should have been left blank on the initial manufacturer device report number 1220648-2024-05688 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-05688 in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2024-05688. H6 health effect - clinical code 4445, health effect - impact code 1802, medical device problem code 2993, and component code 925 was erroneously entered on the initial manufacturer device report number 1220648-2024-05688-1. The patient outcome of death was captured in manufacturer device report number 1220648-2025-31880.